Manufacturer narrative:
(B)(4).batch # t5c05v. Investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with one ecr60d cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified. Two photos received. Upon visual inspection of two photos, the following was observed: the first and second photo shows tissue and some staples can be seen not properly formed in the tissue. Based on the photo the event describe of malformed staples is confirmed, however no conclusion or root cause could be determined.

Manufacturer narrative:
(B)(4). Batch # unk. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot.

Event description:
It was reported that during a functional gastric bypass, there was a misfiring with completely incorrect staple line (deformed and open staples). Surgical time was the creation of the gastric pouch with gold reload. The generated staple line completely opened after the opening of the staple jaws after firing. No patient consequence reported.